Event description:
Left knee swelling and pain - 2005 at 10:00am, a patient with controlled diabetes received the injection of artz dispo(= supartz) in their left knee for the treatment of osteoarthrities. In the early - evening patient experienced a knee pain but could prepare dinner. Next day at 3:00am patient tried to walk to the lavatory but patient couldn't move. At about 11:am patient came to the hospital. Patient had a left knee pain but no hot feeling nor redness. 30 mi of joint fluid was excreteed by puncture, which was yellow and slightly clouded. Bacterial culture of the joint fluid was negative. Patient was administered a suppository and was admitted to hospital due to the strong pain. At 6:00pm, their knee swelling became worse than that in morning. 50 ml of joint fluid was excreted by puncture, which was deeply clouded. As procedure for infections, their physician cleaned their left knee joint cavity with tobracin (tobramycin) with physiological saline and started to treat with flumarin (flomoxef sodium). He continued clean their knee joint cavity two times per day. Six days later, the reactions improving and knee joint could bow. Eight days later, patient left the hospital without any subsequent complications. Six days later, patient came to see the doctor and had no problem.judging from these data, infection does not seem to be the cause of this event. The patient had received the injection of artz dispo a few years ago so this event does not also seem to be an allergic reaction for hyaluronic acid. The doctor assumes that their synovial membrane happened to be in the hypersensitive condition and some factors stimulate it. The causal relationship between artz dispo and this event is unclear.